Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device returned a "no shock advised" message for what appeared to be shockable heart rhtym. Complainant indicated that the pt subsequently expired.